Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that the guide wire distal tip became lodged in the intima tissue. The physician inserted the guide wire into the patient and crossed the lesion. The guide wire became stuck in the microcatheter, the tip of the guide wire changed shape and became lodged in the intima tissue. The guide wire successfully removed and replaced with another to complete the case.